Manufacturer narrative:
A customer alleged a discrepant result when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. The sample generated positive sars-cov-2 results for sars-cov-2, negative for influenza a&b. A recollection was done by a different nurse and tested later in the same day on a different liat, with negative sars-cov-2 results. Both samples were sent to an external laboratory for further testing with negative results on an unknown platform. Sample with run #(B)(6) which generated a positive result for sars-cov-2, CT value is 35.2 at the limit of detection (lod). Samples at the limit of detection can cause wavering results on repeat testing. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Low titer samples can also occur due to cross-contamination. No harm was alleged. The instrument was returned for further evaluation/inspection at the request of the customer. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. The sample generated a positive sars-cov-2 and negative influenza a&b result. A recollection was done by a different nurse and tested later in the same day on a different liat, which was negative for all targets. Both samples were sent to an external laboratory for further testing with negative results on an unknown platform. The original sample that generated a positive sars-cov-2 result had a late CT value indicative of a sample near or below the limit of detection. Samples at the limit of detection can cause wavering results on repeat testing. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. No harm was alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.